Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the right common femoral artery. A 5.5 x 120 mm supera peripheral stent system was used; however, the stent would not release. During removal of the supera stent system, it became stuck within the introducer sheath. Therefore, the introducer sheath was removed with the supera stent system. Once removed, the distal shaft of the device looked odd. The introducer sheath was then flushed and it was noted that the tip of the supera stent system had separated from the catheter inside the introducer sheath. Although there was a delay in the procedure, it was not clinically significant. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported deployment issue and difficulty removing were unable to be confirmed as the stent had already been fully deployed. The tip separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.